Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used, procedure completed patient outcome: f0801: intensive care. Event description: ecn event description: after the procedure, the physician realized that the patient had a cardiac tamponade and did a pericardial puncture. Patient present at time of event? Yes. Patient complications: cardiac tamponade. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Unknown. Medical or surgical interventions: 2. Pericardial puncture, patient intubation, follow up in ICU patient admitted to hospital beyond the standard of care: yes. Patient discharged from hospital? Unknown. Patient outcome: expected to fully recover. Device acquired from a distributor? No. Event date: 2025-11-25. As reported device codes: 1274: difficult to advance. As reported patient codes: 9042: cardiac tamponade.